Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered palpitations and discomfort in the chest, along with inappropriate shocks. It was determined that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to inappropriate detection of atrial fibrillation (af) episodes. It was noted that anti-tachycardia pacing and inappropriate shocks were recorded. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.